Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the black box showed a call service 064 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The call service alarm allegation was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.